Event description:
The MFR received info alleging a ventilator did not pass calibration at a third party service center. There was no harm or injury reported.

Manufacturer narrative:
The third party service center replaced the internal battery and detachable battery harness to address the issue.